Event description:
User received low sodium results for two pt samples. Sample 1 initial result was 133 mmol/l, repeat on same analyzer was 135 mmol/l, and repeat on another analyzer was 140 mmol./l. Pts were not affected because they reported the result from the other analyzer. The field service representative was unable to determine a cause, but noted he checked the tubing and electrodes for proper installation. On a subsequent visit, he determined there was a bad calibration slope for sodium and replaced the reference and calibration solutions and used a new calibrator lot for calibration which improved the performance of the assay. Performance tests were performed which were within specification.

Event description:
User received low sodium results for two pt samples. Sample 2 initial result was 133 mmol/l, repeat on same analyzer was 134 mmol/l, and repeat on another analyzer was 140 mmol/l. Pts were not affected because they reported the result from the other analyzer. The field service representative was unable to determine a cause, but noted he checked the tubing and electrodes for proper installation. On a subsequent visit, he determined there was a bad calibration slope for sodium and replaced the reference and calibration solutions and used a new calibrator lot for calibration which improved the performance of the assay. Performance tests were performed which were within specification.